Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed seal and cut test. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer opened multiple vessel sealer extend instruments, which started melting at the tip. The customer spoke with intuitive surgical, inc. (Isi) technical service engineer (tse) and was told the issue was with the e-100. The customer was recommended to connect to the erbe instead. No further issues after it was connected to the erbe. The isi tse mentioned there was too much power coming from the e100 which was why the vessel sealer extend instruments were melting at the tip. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.